Event description:
It was reported that during a colon resection, after the circular stapler was fired and removed, some of the staples had not formed along half of the staple line. Another stapler was used with the same results. The tissue was removed and anastomosis was hand sewn. The patient is doing well. Two devices discarded.